Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented online via merlin.net. It was noted that the clinician was concerned about the morphology discriminator. An episode on (B)(6) 2019 was clearly non sustained ventricular tachycardia (vt) and therapy was not needed but the morphology match was greater than 90% indicating a poor morphology template. Another event on (B)(6) 2019 was a non sustained supraventricular tachycardia but morphology match was less than 90%, with no therapy occurring. Recommendations to change the morphology vector were made and if that did not improve turning off morphology match was recommended. There were no patient consequences reported.